Event description:
Customer reported erroneous low access free t4 (thyroxine) test result was obtained for one pt sample when using the unicel dxi 600 access immunoassay system. The erroneous low test results were reported out of the laboratory. The initial test results were questioned by the physician. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Quality control (qc) was within established ranges prior to and on the day of the event. All qc results have been within (B)(4) sd of the established mean. The customer performed two, five replicate frt4 precision tests which passed within the assay precision claims. Customer performed a routine system check which passed within instrument specifications. On (B)(4) 2009, the field service engineer performed a preventive maintenance procedure. Ran a high sensitivity system check which passed within instrument specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.